Manufacturer narrative:
This event was reported via clinical outcomes reporting studies. An evaluation of the device cannot be performed as the device was not made available to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient underwent a patella resurfacing on (B)(6) 2015. Patient underwent total knee revision for possible infection. All components revised.